Event description:
Complainant alleged that the paramedics were attempting to treat an 87 old female pt in a code condition. The medics alleged that when they first attempted to monitor the pt the device showed the pt in bradycardia, then the monitor showed an electromechanical dissociatiion rhythm, then it showed an asystole rhythm, but the pt had a pulse. The display then indicated that the pt was back in bradycardia. The medics checked the leads, and they appeared to be attached securely. The display then showed the pt back in asystole, but the pt had a pulse. The medics then attempted to pace the pt. But they allege that they were unable to gain capture. With ppm setting at 80, the unit kept going down to 10ppm, back to 80, then down to 10ppm again. The medics had the ma setting between 80 and 100. They tried to print, but the display indicated they were out of paper, but there was still half a roll of paper. The crew was able to print by printing summary, but the summary had not recorded rhythms. The pt subsequently expired, but the pt was in extreme distress, and the pt outcome was not thought to be a result of the alleged malfunction.